Event description:
Customer reportedly received blood glucose result of 0.1 mmol/l on the compact plus system. The result is outside the numeric range of 0.6-33.3 mmol/l of the device. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.